Event description:
It was reported that during implant of the implantable cardioverter defibrillator (ICD) the screw was not tightening and hence the lead was not placed. Another device was used, the lead was inserted and the screw was tightened. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated a damaged grommet, and the set screw was found in the connector bore.